Event description:
An emergent evaluation of a patient's coronary anatomy was required due to concerning changes in an electrocardiogram. An emergency cardiac catheterization was begun at 1955. The physician stepped on the fluro on the allura fd10 to visualize the femoral artery for access. The fluro monitor displayed something like "no fluro, pick another mode or modality." A soft boot was attempted with no change and a second soft boot was attempted with same result. The technician next proceeded with a hard boot and successfully rebooted the system and at 2015 the procedure was able to be started. There was no adverse effect to the patient other than a delayed procedure start time. A philips technician came the next day to review situation/equipment and indicated that the issue was related to a power outage that had occurred a day prior to the event. Apparently another allura fd10 in another department at this facility had a similar issue. The technician indicated they are looking at a software upgrade. System last upgraded in 2011; philips performed pm (preventative maintenance) on 4/29/2014. Software version 14 gr currently in use.